Manufacturer narrative:
The observed event was due to performance decline of the computer and a crash in rosanna server. On this occasion there is no sufficient information to determine the cause of the computer slowdown.

Event description:
It was reported that during a surgery communication failure occurred while creating trajectory ¿trajectory 1¿ with no apparent cause. Shutdown occurred after verification stage, when robot arm was in home position. No force was applied to arm, and vigilance device was not pressed. Field service engineer re-initialized system, and no further shutdowns occurred. Approximate delay was 5 minutes.